Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported "capsular contracture requiring capsulotomy and increased risk of alcl" baker grade unknown. Device has been explanted. This represents the right side.